Event description:
It was reported that one day post implant there were no sensing and high capture threshold. The lead was explanted and replaced. The patient¿s condition is fine after the event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A partial lead with lead tip measuring 55 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without the return of the entire lead a complete analysis could not be performed.